Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the curved rubber adhesive was missing, the curved rubber bond was cracked, there was a foreign object in the nozzle, the bending angle was insufficient due to elongation of the angle wire, the angle knob had play, the up/down knob made a strange noise, discoloration on the operation part, the suction cylinder was scraped, and wrinkles were found in the universal cord. Scratches were found on the up/down knob, the up/down angle fixing lever, the right/left angle fixing knob, the insertion tube, the operation part, the hardness adjustment ring, the switch box, the operation unit cover, the right/left knob, the grip, the universal cord, the operation part side of the universal cord, the scope connector side of the universal cord, and the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had leakage while submerged. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, it is unknown if the device was cleaned, disinfected, and sterilized the product before it sent in for repair. It is unknown if there was a delay in the start of the pre-cleaning. It is unknown if the air/water nozzle was flushed with air and water. It is unknown if the nozzle is cleaned with lint-free cloths/brushes/sponges. It is unknown if the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.